Event description:
The pt reported experiencing elevated blood glucose levels (497 mg/dl) with ketones. The pt denies shortness of breath and nausea or vomiting.

Manufacturer narrative:
The pt's mother does not believe the pump is operating correctly, and has declined to perform troubleshooting. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.